Event description:
It was reported that the patient experienced discomfort at the pocket site due to device migration of the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. There was no device malfunction suspected. The explanted device was disposed by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.